Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce infusor lv device had ruptured during patient use. According to the customer, the four-day infusion started monday (B)(6) 2011 and on the last day, thursday (B)(6) 2011, the reservoir had ruptured. The device was filled with 5-fluorouracil and 5% dextrose. Roughly 60ml of solution is remaining in the device and it is currently leaking out into the packaging it is stored in. There is no patient injury or medical intervention reported. No additional information is available.